Event description:
It was reported that a lead warning was observed on the right atrial (ra) lead. The cause was unknown and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-58, lead, implanted: (B)(6) 2003. (B)(4).